Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 524 mg/dl. The customer also reported abdominal pain and vomiting. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. The caller stated that customer's insulin pump trainer was able to rewind and prime the insulin pump. It was stated that it appears to be working properly. Advised to monitor and call back as needed. Nothing further was reported.